Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to customer service of olympus europa se & co. Kg (oekg). According to the investigation of oekg, the following was found. The metal braid and mesh of the insertion tube became deteriorated. There were perforation, cut, kinked, or scratch at the insertion tube. There was crack or scratch of the light guide lens. The distal end cover was burning and melting. Boot (protector grip between insertion tube to body control unit) was lacerated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that braids or metal mesh of the insertion tube was protruded outward. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.